Event description:
Paramedics were called to a person in cardiac arrest. An attempt was made to monitor the pt's ECG through the paddles lead. The device allegedly displayed a continuous connect electrodes alarm and failed to display the pt's ECG and use of the defibrillator was inhibited. A pt monitoring cable was attached and the pt's ECG was diagnosed as an asystolic rhythm with internal pacing spikes. The pt was not resuscitated. The reporter indicated that the alleged problem did not affect the pt's outcome. He said they did not need to use the defibrillator because the pt was never in a shockable rhythm.